Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Device malfunction: device became stuck. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure of a moderately calcified left femoral artery using a starclose device. The starclose device became stuck in the arteriotomy and the physician removed it by applying pressure to the groin and pulling it out. Hemostasis was achieved with manual compression. Reportedly, the physician felt that the calcification may have contributed to the event. No additional information available.